Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that following a sling procedure, a hematoma was found in the retropubic area. The size of the hematoma reported to be 3 to 10cm. The hematoma was punctured.